Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that patient's hip was revised. Originally, the reason for revision was a fractured trunnion. Intra-operatively, it was reported that the head fretted on the trunnion eventually fracturing the trunnion, presence of metallosis was noted with black tissue being visible.

Event description:
It was reported that patient's hip was revised. Originally, the reason for revision was a fractured trunnion. Intra-operatively, it was reported that the head fretted on the trunnion eventually fracturing the trunnion, presence of metallosis was noted with black tissue being visible.

Manufacturer narrative:
An event regarding disassociation and altr involving a metal head was reported. The disassociation was confirmed following mar and clinician review. Altr was not confirmed. Method & results: device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 25 july 2018 which indicated: [...] The articulating and distal surfaces of the v40 head are shown. The taper of the head is shown. Damage was also observed on the head, likely from interacting with the trunnion of the accolade stem. A detailed image of the head taper is shown with a step being observed at the proximal end of the taper.[...]. Material analysis: a material analysis has been performed. The report concluded: damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. The trunnion of the stem had fractured, with the fracture initiating in fatigue and the final fracture occurring in overload. A majority of the stem trunnion had already been destroyed by the loss of taper lock and articulation of taper and trunnion. The intergranular fracture morphologies were observed near the location of final fracture on the trunnion. Eds showed the stem was consistent with astm f1813 alloy. Burnishing, scratching and third-body indentations were observed on the insert, which are common damage modes of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. Medical records received and evaluation: clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: [...] Patient underwent an uncomplicated pressfit tha on (B)(6) 2008. He apparently did well until (B)(6) 2018 when while walking he heard a pop and fell to the ground. He had immediate pain and was unable to weight bear. He was transferred by ambulance to the emergency department where x-rays showed a femoral component fracture with displaced femoral head. This tha was revised on (B)(6) 2018 due to fracturing of the neck of the femoral component at the level of the trunnion. The explanted stem head and acetabular insert were sent for detailed material analysis. All surfaces of the neck of the femoral stem exhibited damage consistent with wear mechanisms due to the head taper and stem trunnion losing their taper lock.[...]. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. A review by a clinical consultant concluded, "material analysis of the explanted components concluded the mechanisms of damage were consistent with loss of taper lock between the accolade femoral stem and v40 cocr lfit femoral head." Additional information, including histopathology reports, are needed to further investigate the event. If further information becomes available this investigation will be re-opened.